Event description:
Dealer reports that while the caregiver and the rider were on a walk, the seat of the stroller detached, fell back, and hit the ground. No serious injury was reported. An MRI was mentioned, but no further details were given in regards to treatment or follow up medical appointments. The safety tether strap had been provided, but was not in use during the incident.

Manufacturer narrative:
Background information: please reference zippie voyage recall (res# 88257) regarding new remediation for this issue. This MDR is being filed due to severity of potential injury and updated risk file for this failure mode. While there is no design, manufacturing, or assembly malfunction, there is a known potential malfunction on the part of the caregiver when not adequately attaching the detachable seat from the early intervention stroller. Caregiver did not have tether installed. Zippie voyage owner manual (245797, rev. B, section viii: use & maintenance, page 15, section I: seating installation) states "using the latch lock: a. Before attaching or removing the seat to or from the base, the latch lock (k) must be slid to the right (unlocked position) as shown in fig 14. B. To prevent inadvertent activation of the seat latch, slide the latch lock to the left as shown in fig 15 after the seat is fully secured to the base (you cannot attach seat to base while lock is engaged)." And "b. Ensure all positioning straps and accessories are out of the way and will not interfere with the seat from fully engaging the receiver." Risk analysis (ufmea early intervention strollers master, risk ID 73) lists "seat system detaches from stroller base when in use" as a known failure mode. Unmitigated risk is scored as "unacceptable." Mitigated risk (addition of safety tether) is scored as "acceptable." Zippie voyage quick release seating system tether instructions states: "a. Attach ring strap to seating system towel bar 1. From the top of the towel bar, loop strap around towel bar and pull ring through loop until the strap is snug around the bar as shown (fig 1). Ensure strap is relatively centered on the towel bar and does not interfere with recline levers. B. Attach quick-release tether to push handle of base frame 1. From the top of the base frame, loop strap around push handle and pull carabiner through loop until the strap is snug around the push handle, as shown (fig 3). Ensure strap is relatively centered on the push handle and does not interfere with height adjustment of the push handle (fig 4). C. Attach seating system to base 1. Ensure seating system is properly installed on stroller base before proceeding to step d. D. Connect tether strap to ring strap 1. Connect the tether strap to the ring strap or existing transit d-rings using carabiner, as shown (fig 3 - fig 5). Ensure carabiner gate is fully closed. 2. System is now ready to use." Zippie voyage quick release seating system tether instructions states: "warning! 1. When chair is in the forward-facing configuration, seating tether is always required." Discussion: in reviewing the complaint, the dealer reports while the caregiver and the rider were on a walk, the seat of the stroller detached, fell back, and hit the ground. The end user was allegedly strapped into the seat when it hit the ground. The dealer was able to see the stroller after the event. The rider's mom attempted to attach the seat to the stroller base, and while she was competent in explaining how the system goes together, she struggled with installation and mentioned how usually, her stepfather helps with attaching the seat to the base. The safety tether strap and the "voyage quick-release tether instructions" manual had been provided, but the tether was reportedly not attached during the incident. The root cause of the incident is possibly related to user error with the caregiver not installing the seat to the stroller base correctly and not using the failsafe device (tether kit) provided as instructed. End user was assessed by paramedics after the incident and while the end user was upset, there was no serious injury reported. An MRI was mentioned, but no further details were given in regards to treatment or follow up medical appointments. Conclusion: while there may or may not be a malfunction of the device leading to the seat detachment, due to the unexpected detachment of the base, the provided failsafe device not being used as intended by the caregiver, and the open zippie voyage recall, this MDR is being filed out of an abundance of caution. An initial decision to not file an MDR was determined based on the information available at the time. After a retrospective review of the details of the case and the requirements set forth in the medical device reporting regulation itself (21 cfr 803), it was determined the incident is reportable and an MDR will be filed out an abundance of caution. This determination was made august 18, 2022.